Event description:
Customer states that he has been receiving a lot of weak signal and lost sensor alarms. Customer states that sometimes he wears the insulin pump and the sensor on opposite sides of his body. Blood glucose value was not provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.